Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort (described as pocket heating) while stimulation was on. As a result, the patient's scs system was explanted. Also, blood work was taken as a precaution and came back negative.